Event description:
The ge oec 9900 fluoroscopy system displayed ma sensor failure error.

Manufacturer narrative:
A ge oec service representative investigated the issue and found defective generator interface and high voltage regulator pcbs, that were removed and replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provided any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.